Event description:
It was reported, the rigid video scope image turned off and on intermittently. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer new information: the malfunction was identified during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, h2, h3, h4, h6 and h11 for updates. Additional information field(s): b5. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, this is no problem was detected, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.